Manufacturer narrative:
E1: patient city: (B)(6). Patient country: czech public.

Event description:
Unomedical reference number (B)(4). Event occurred in czech republic. It was reported that on (B)(6) 2024, the patient encountered infusion set needle was fractured upon insertion. No further information available.